Event description:
During an acl reconstruction everything went fine with the surgery. In 1/2006 pt returned to the hosp with an infection and had to have the knee washed out and infection was noted to be up into the knee. When the surgeon pulled out the endobutton there was a pus pocket discovered. The surgeon performed an incision and drainage of the infected site. Reporter from or confirmed that the endobutton was removed from the pt and treated with antibiotics for the staph infection. Reporter also informed us that the graft used was a hamstring autograft. She did not have info on the pt's current condition or when the revision surgeyy took place.